Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/ functional . Visual inspection: the returned device was visually examined, and no visual defects were identified. Hence,complaint can not be confirmed for bent condition. Functional testing: the returned insertions handle and aiming arm were assembled together, it was assembled properly. But, a complete functional testing cannot be performed as all the mating devices that constitutes the nail implanting construct were not returned. Therefore, functional inspection on construct alignment and complaint condition replication was not possible at customer quality. Therefore, complaint condition was not able to be confirmed. Can the complaint be replicated with the returned device(s)? No. Dimensional analysis: a dimensional inspection was not performed as no breakage/damage found to the returned device as observed during the visual inspection. Conclusion: the complaint is not confirmed. The root cause of the reported condition is undetermined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.037.013. Lot: l282387. Manufacturing site: hägendorf. Release to warehouse date: mar 27, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: updated event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the complete radiolucent insertion handle and aiming arm were bent during the orthopedic procedure which threw off the distal locking hole for a short nail to guide through the aiming arm. The tfna distal screw drill guide was thrown off and not drilling correctly thought the hole for the distal locking screw. Opened another trochanteric fixation nail advanced (tfna) insertion set t to put on a different aiming arm. Fragments were generated and were easily removed without additional intervention. There were five (5) minutes of surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity # 1), unknown drill (part # unknown, lot # unknown, quantity # 1), unknown drill guide (part # unknown, lot # unknown, quantity # 1).

Manufacturer narrative:
Complainant part returned for manufacturer review/investigation. Occupation: synthes rep. Without a lot number, the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the complete radiolucent insertion handle and aiming arm were bent during the orthopedic procedure which threw off the distal locking hole for a short nail to guide through the aiming arm. Opened another trochanteric fixation nail advanced (tfna) insertion set t to put on a different aiming arm. Fragments were generated and were easily removed without additional intervention. There were five (5) minutes of surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).